Manufacturer narrative:
The reported issue was addressed with phone support. An isi technical support engineer (tse) was contacted for troubleshooting assistance. The issue was resolved by replacing the instrument cable. The tse advised the customer to make sure the foot switch inside the vsc was not pressed. No site visit was conducted. The system was working properly and no additional action was required. No image or procedure video was provided for review. A log review confirmed the procedure date of (B)(6) 2022 on system sk1277. This complaint is classified as a reportable event due to the following conclusion: it was alleged that an intuitive surgical, inc. (Isi) instrument auto fired. Tse troubleshooting indicated that the issue was resolved by replacing the instrument cable. The allegation could be related to the potential for electrical discharge at a location other than intended. Additionally, it is unknown if there was any fragment that fell inside the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an external bonimed monopolar switch pencil (cord-integrated) was auto-fired without pressing the activation pedal. The customer was using the monopolar pencil for port creation. There was no damage to the body cavity. The customer was able to resolve the issue by replacing the instrument cable. The customer connected the bad cable again and was able to reproduce the symptom. The customer was advised to check to make sure the foot switch inside the vision side cart (vsc) was not pressed. The procedure was completed with no reported injury. At this time, it is unknown if there was any fragment that fell inside the patient. Intuitive surgical, inc. (Isi) followed up with the agency representative and obtained the following additional information: the reported issue was due to a malfunction of a monopolar manufactured by another company. There was no health hazard was found in this case. There was no unintended tissue damage and the instrument was not grasping tissue when the issue occurred. It was unknown if auto-fire setting was on. The hospital returned the monopolar manufactured by another company to the other agency which had supplied it. No da vinci product will be returned. No arcing occurred during the procedure.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, h10. It was confirmed that there was no allegation of fragment fell into the patient's body.

Event description:
Refer to h10/h11 for follow-up information.